Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the sample was returned to the manufacturer for inspection/evaluation. A visual inspection found the strain relief to be completely detached from the device. However, the stent was returned on the balloon, showing signs of stretching and bending. The user reported that after manipulation of the stent and strain relief, both components detached from the device. Although the stent was able to move freely on the balloon, the investigation is inconclusive for stent detachment as its original placement and orientation on the balloon could not be verified. However, the investigation is confirmed for the reported strain relief detaching as the component was returned separate from the device. Per the reported event details, the user noticed the strain relief on the stent as they were removing the device from the packaging. It is possible that the strain relief became detached during removal from the packaging hoop, and was pulled distally as the device was pulled from the hoop. For the strain relief to become detached from the device, the stent would have to be pulled from the balloon as well. The user admitted to manipulating the stent/strain relief leading to them both being pulled from the balloon, and the stent was returned back on the device. So it is not known if the detached strain relief contributed to an issue with the stent. However, the definitive root cause for the detached strain relief could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard .

Event description:
It was reported that prior to patient use, upon removing the balloon expandable stent from the package, the health care provider noticed that the yellow piece on the hub was mounted on the stent. The health care provider attempted to remove this; however, the stent came loose from the balloon. Reportedly, the health care provider used another balloon expandable stent to perform the procedure. There was no patient involvement.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the valeo biliary stent product that is cleared in the us. The 510 k number and pro code for the valeo biliary stent product is identified in procode and PMA/510 k. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the strain relief to be completely detached from the device. However, the stent was returned on the balloon, showing signs of stretching and bending. The user reported that after manipulation of the stent and strain relief, both components detached from the device. Although the stent was able to move freely on the balloon, the investigation is inconclusive for stent detachment as its original placement and orientation on the balloon could not be verified. However, the investigation is confirmed for the reported strain relief detaching as the component was returned separate from the device. The investigation is inconclusive for the missing balloon guard from the balloon, as the balloon guard was not returned, and due to the returned device condition (e.g. Strain relief pulled from device). Per the reported event details, the user noticed the strain relief on the stent as they were removing the device from the packaging. It is possible that the strain relief became detached during removal from the packaging hoop, and was pulled distally as the device was pulled from the hoop. For the strain relief to become detached from the device, the stent would have to be pulled from the balloon as well. The user admitted to manipulating the stent/strain relief leading to them both being pulled from the balloon, and the stent was returned back on the device. So it is unknown if the detached strain relief contributed to an issue with the stent. However, the definitive root cause for the detached strain relief could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that prior to patient use, upon removing the balloon expandable stent from the package, the health care provider noticed that the yellow piece on the hub was mounted on the stent. The health care provider attempted to remove this; however, the stent came loose from the balloon and the balloon guard was allegedly missing. Reportedly, the health care provider used another balloon expandable stent to perform the procedure. There was no patient involvement.